Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection and document specification review of the returned device. During the visual inspection it can be observed that device is intact and that some of the thread flanks are flattened so that the anodized layer is partially disappeared. The screw recess is intact. The metal fragment was not sent back for investigation. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. Moreover, the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It should be noted that product failure is multifactorial. Based on the information currently available, visual examination of the returned product indicates that the implant could have being damaged due to a misalignment event. Misalignment takes place when the connection between the involved parts are not parallel or not angular. This situation, increases friction along the bearing surfaces and can turn into a damage and can compromise the functionality of the device. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot = sterile part: part: 04.210.118s, lot: 7l33012, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 28.sep.2020, expiry date: 01.sep.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 04.210.118, lot: 57p7116. Manufacturing location: monument , manufacturing date: 01-jun-2020, part number: 04.210.118, 2.4mm ti va locking screw stardrive 18mm, lot number: 57p7116 (non-sterile). Component part(s) reviewed: pat number: 04.211.018.999, 2.8mm ti screw blank 18mm 02.7 variable angle w/sd8, lot number: 52p9413. Pat number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8, lot number: 35p0106. Part number: 23032, tialnbci2.78 , lot number: h797926. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. A product investigation was conducted. The product was returned to (B)(4) customer quality for evaluation. Customer quality then conducted visual inspection and document specification review of the returned device. During the visual inspection it can be observed that device is intact and that some of the thread flanks are flattened so that the anodized layer is partially disappeared. The screw recess is intact. The metal fragment was not sent back for investigation. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. Moreover, the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It should be noted that product failure is multifactorial. Based on the information currently available, visual examination of the returned product indicates that the implant could have being damaged due to a misalignment event. Misalignment takes place when the connection between the involved parts are not parallel or not angular. This situation, increases friction along the bearing surfaces and can turn into a damage and can compromise the functionality of the device. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance a device history record (DHR) review was conducted: device was first manufactured unsterile under the lot 57p7116 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device (B)(4) with lot 57p7116 were reviewed: manufacturing location: (B)(4), manufacturing date: 01-jun-2020, part number: 04.210.118, 2.4mm ti va locking screw stardrive 18mm, lot number: 57p7116 (non-sterile), lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: pat number: 04.211.018.999, 2.8mm ti screw blank 18mm 02.7 variable angle w/sd8, lot number: 52p9413, lot quantity: (B)(4). This lot was reworked to buff off sharp edges on tip ends of blanks. All pieces were determined to be acceptable after rework. Two pieces were scrapped, turn head and point, after a robot misload. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process dimensional, met all inspection acceptance criteria. Pat number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8, lot number: 35p0106, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, header inspect met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: h797926 lot quantity: (B)(4). Certified test report was reviewed and determined to be conforming. Lot summary report dated 12-dec-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2020, while inserting a screw, the metal fragment was generated from the screw and the surgeon stopped inserting the screw. Surgeon removed the screw and inserted another screw successfully. X-ray taken on an unknown date confirmed that no pieces left in the patient. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.4mm ti va locking screw stardrive 18mm. This is report 1 of 1 for complaint (B)(4).